Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that removal difficulty occurred. The target lesions were located in a non-tortuous left main and circumflex arteries. Two 4.00 x 12 mm agent dcbs were advanced through a 6f guide catheter to perform kissing balloon technique. No resistance was encountered while advancing. However, when the devices were being pulled to remove, difficulty was encountered and the shafts on both broke in the guide catheter. One device was able to be pulled for removal even with the broken shaft. The second device was removed using an emerge balloon. There were no patient complications and the patient is expected to fully recover.